Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 3.1, lab: 10.0. Time elapsed between each method of testing is less than fifteen minutes. Patient's therapeutic range is 2.0-3.0. Patient was sent to the lab because he was symptomatic of high inr hematuria and the inratio indicated he was normal.